Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. During preparation, a 2.50 x 28 mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected to treat the lesion. However, the stent was pulled off while pulling off the stent protector from the device. No patient complications were reported.